Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, an image was displayed; however, it was too dark to be viewed. It was also noted that air had entered during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.